Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, after the device was deployed, hemostasis was achieved. However, while in recovery, the access site started to bleed. Manual arterial compression was applied and the bleeding stopped. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, twenty sterile, unused starclose se devices from the same lot as the complaint device were returned for analysis. A sampling of the devices were visually and functionally tested. All were found to be within manufacturing specifications and no product deficiency was noted. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.